Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total hip replacement procedure on (B)(6) 2018 and a barbed suture was used. During surgery, the suture broke on the ending point when the doctor pulled out it. A replacement device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation summary: a labeled winding former and a dispensed needle/suture of product code sxpp1a300 were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Slightly marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed; no damaged on the barbs were noted. Also, both sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample received, it could not be determined what may have caused the reported incident of: ¿the suture broke. When the doctor pulled out it just broke on the ending point¿.